Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. Article citation: díaz, amelia, et al. ¿injection-related visual compromise.¿ plastic and reconstructive surgery ¿ global open, vol. 12, no. 1, p. E5494. Https://doi.org/10.1097/gox.0000000000005494. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
In the article ¿injection-related visual compromise,¿ healthcare professional reported that a patient was injected in the right tear trough area with .7 ml of juvéderm® volbella¿ xc. During the injection, the patient immediately noticed ¿discomfort, double vision, and nausea.¿ hyaluronidase was immediately injected with no relief of symptoms. The patient then presented to the emergency department with stable vital signs and a visual acuity of 20 of 25 on both eyes and a normal intraocular pressure. Upon evaluation, there was a right ¿hypertropia with small exotropia on primary gaze and livedo reticularis¿ along the right infraorbital area. Extraocular movements were limited in right supraduction and infraduction with a negative forced duction test, and the patient ¿was not able to fully look down with their right eye due to the right inferior rectus injury.¿ the rest of ocular examination was found normal, including no evidence of retinal ischemia. The patient was suspected to have a ¿right inferior rectus paresis secondary to a vascular occlusion following ha filler injection.¿ on follow-up examination, there was improvement in right infraduction but persistent diplopia. An ultrasound confirmed presence of hyaluronic material around the right inferior eyelid area. The patient was started on dexamethasone 8 mg po for 5 days and was referred to their dermatologist for further hyaluronidase treatment. The patient received a total of 1,500 iu of hyaluronidase around the right tear trough area. Three weeks after the filler injection, the patient was found with only a small deviation in downgaze but no complaints of diplopia. The event resolved.